Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases. Leak test and microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side plug strap bond edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported "a left side deflation." Device explanted.

Event description:
Healthcare professional reported "a left side deflation." Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.